Event description:
It was reported that a user contacted support because they were not seeing glucose readings on the ilet, associated with a dexcom g7 continuous glucose monitor (cgm), and during the call confirmed that readings were present, consistent with intermittent signal loss between devices. No clinical symptoms or adverse physiological effects were reported. Outcomes included no alerts or alarms and no impact requiring medical attention or hospitalization. User support included troubleshooting and education. Investigation of this case revealed that the issue was consistent with transient communication loss without identified responsible device and resolved during the call. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption of undetermined origin.